Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no nonconforming material records, that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a totally occluded and calcified lesion in the proximal left anterior descending artery (lad). Pre-dilatation was performed and the 2.25 x 12 mm mini vision stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. The sds was removed for further dilatation. Upon inspection of the sds, it was found that the stent was missing. The stent was found dislodged in the vessel, proximal to the lesion. A balloon catheter was advanced, and the stent was crushed against the vessel wall. A new mini vision sds was used to successfully treat the lesion. The patient had a good outcome. No additional information was provided.